Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump displayed an alarm that the cassette is not attached. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that high alarm displayed: downstream occlusion in history. Visual inspection of the pump found fluid ingression around the downstream occlusion sensor. The customer's stated problem was verified regarding "alarms cassette not attached". Inspected the pump and found fluid ingression around downstream occlusion sensor. Further investigation of the pump determined that fluid ingression is the root cause of the issue. The downstream occlusion sensor will be replaced to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is user interface.